Event description:
The customer observed imprecise alinity I stat highly sensitive troponin-I results on multiple patients. The result provided were: on (B)(6) 2024. Sid (B)(6) from pediatric patient specimen initial=0.1854 ug/l /redrawn and repeated after two hours on (B)(6) 2024. Sid (B)(6) = <0.0100 ug/l /repeated both specimens sid (B)(6) = < 0.0100 ug/l sid (B)(6). Initial=0.0200 ug/l /repeated=0.0186 ug/l sid (B)(6). Initial=0.0200 ug/l /repeated=0.0116 ug/l customer reference range for troponin: male=< 0.030 ug/l; female=< 0.020 ug/l there was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed imprecise alinity I stat high sensitive troponin-I results on multiple patients. The result provided were: on (B)(6) 2024, sid (B)(6), from pediatric patient specimen initial=0.1854 ug/l /redrawn and repeated after two hours on (B)(6)2024 ,sid (B)(6)= <0.0100 ug/l /repeated both specimens sid (B)(6)= < 0.0100 ug/l. Sid (B)(6) initial=0.0200 ug/l /repeated=0.0186 ug/l. Sid (B)(6) initial=0.0200 ug/l /repeated=0.0116 ug/l. Customer reference range for troponin: male=< 0.030 ug/l; female=< 0.020 ug/l there was no reported impact to patient management.

Manufacturer narrative:
Abbott field service representative (fsr) investigated the issue on site and found black particles in the trigger and buffer reservoirs. The fsr resolved the issue by replacing the bulk solution transfer pump (B)(6). A review of the alinity I analyzer, serial number (B)(6), service history found no contributing factors on or around the date of the complaint. The instrument service history review revealed no additional tickets associated with discrepant patient results. A review of complaint and trending data for the alinity c processing module did not identify any similar issues as described in this complaint. A review of trending data associated with the bulk solution transfer pump (B)(6) did not identify an increase in complaint activity. The alinity ci-series operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results and the alinity I service documentation contains instruction for the removal, replacement, and verification of the bulk solution transfer pump (B)(6). A review of historical data for the alinity I processing module did not identify any trends with regards to the current issue. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no product deficiency was identified for the alinity I analyzer, serial number (B)(6) or the bulk solution transfer pump (B)(6).